Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that there was a crack in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 09/16/2014 with the following findings: the battery compartment was cracked from the threads to the case seal. There was no evidence of moisture or corrosion in the pump. Unrelated to the battery compartment crack, the display was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.